Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint text, review of ticket trending data, device history review, search for similar complaints, review of historical performance, and product labeling. Review of ticket trending did not identify an increase in complaint activity for list 2k41. A lot search for reagent lot 78695un18 also did not identify an increase in activity for falsely elevated patient results. No potential nonconformances, deviations, or nonconformances were identified. World wide data evaluation indicated that the patient median result and the cal f rlu mean for lot 78695un18 are within the established limits. Therefore, no unusual reagent lot performance was identified for lots 78695un18. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No additional patient information is available at this time.

Event description:
The customer observed false elevated stat troponin-I results when processing on the architect i2000sr. The following data was provided for 1 patient: on (B)(6) 2019, the result was 0.28 on architect and 0.03 with the I-stat method. On (B)(6) 2019 the result was 0.22 on architect and 0.03 with the I-stat method. The customer uses the following cutoff values: 0.25 for critical, 0.25-0.29 for borderline, and 0.3 for high. No impact to patient management was reported.